Event description:
New information stated that an attempt to revise the lead was unsuccessful as the vein was occluded. The device was disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received inappropriate high voltage therapy while cleaning the floor. The device was interrogated and several vf episodes due to oversensing were found. It is believed that the oversensing was post-sensed t-wave oversensing. Lead dislodgement was confirmed. The lead remains implanted.